Event description:
Related manufacturer report number: 3006705815-2022-15107, 3006705815-2022-15109 it was reported that patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention occurred and the ipg and leads were explanted.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.